Event description:
Infant bum used on a (B)(6) infant code blue. Unable to use bvm because the oxygen port appeared to be melted shut and would not allow oxygen to flow. Used a child sized bum on pt. The next day we checked the fleet and found 12 more with similar defect. Reason for use: cardiac arrest.